Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle and cannula did not deploy, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected, and the pod was not worn.

Manufacturer narrative:
The device was received in the fully deployed position. The downloaded data shows the device completed first and second priming sequences, and was deactivated at 1257 pulses. The device successfully delivered insulin. No timeouts or drive stalls were produced. The device was reset into the not deployed position using the lock and load tool. Rotation of the ratchet gear deployed the needle mechanism assembly as intended. No issues were observed with the needle mechanism assembly. The soft cannula was observed to be torn and measured below the specification. The timing and cause of this damage is unknown. Due to the torn cannula, fluid was unable to pass through the entire fluid path and out the distal tip of the soft cannula.